Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced multiple intermittent occlusion alarms and that a cartridge alarm occurred during insulin delivery. Customer changed pump supplies to resolve the issues. Customer's blood glucose level was 200-high 300s mg/dl.